Event description:
It was reported that during a percutaneous coronary transluminal angioplasty and stent placement procedure, a balloon catheter shaft fracture occurred. The lesion was located in the moderately tortuous right coronary artery (rca). Vascular access was obtained in the femoral artery. The physician placed a guide wire in the intended location and pre-dilated the lesion with a 30mm x 15mm maverick monorail balloon catheter. Next, a 3.5mm x 15 stent was deployed into the rca lesion. The 15mm x 3.5mm quantum maverick balloon catheter was loaded over the wire and advanced a few centimeters into the guide catheter, however, it was noted that the maverick wasn't advancing very well. The maverick was removed and the guide wire was wiped down with a 4x4 and a heparin solution. The maverick was reloaded over the wire and prior to being advanced into the guide catheter, the maverick became stuck on the wire. The physician used force to remove the maverick and as the maverick was removed from the wire, the maverick shaft "came apart" outside of the patient. No device fragments detached inside the patient. Another of the same device was used to successfully complete the procedure. No patient complications were listed and the patient's status was reported as "fine".

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned device was received with a device fracture evident at the distal tip. The detached portion, including the balloon, was not returned for analysis. The length of the returned section of the device measured 106cm from the distal end of the strain relief to fracture site. The fracture surface site is consistent with damage due to tensile overload. The device presented no evidence of any material or manufacturing deficiencies that could have contribute to the reported event or the confirmed damage to the device. Without the distal portion of the balloon catheter, it was not possible to confirm the reported guide wire difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).